Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st. During which stroke did the event occur? Every stroke. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Staple did not form properly. Some cartridges did not come out and some were distorted.

Event description:
It was reported that during a duodenum transection procedure, the staple did not completely come out and the bucket of distal part was broken during firing. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.